Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The patient did not exhibit any device-related patient symptom/condition

Event description:
It was reported that the patient with this right ventricular (rv) lead had a left arm swelling and subclavian stenosis. A system extraction was then performed. Hence, this rv lead was explanted and patient was given antibiotic. No additional adverse patient effects were reported.